Event description:
In late 2008, the pt reported that there was a large air bubble in the insulin cartridge after 1 week of use. He stated that he uses 105 units of insulin over 3 days. He was advised to change the insulin cartridge every 6 days. He was assisted with priming the air bubble from the insulin cartridge. He stated that he would call back for assistance with inserting a half cartridge into the infusion device. Upon follow up the same day, the pt was successfully assisted with filling a partial cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.